Event description:
Complainant alleged that during biomed testing the device did not have pacer output. Complainant indicated tht there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.